Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-81481.

Event description:
The customer called to report problems with sensor and blood glucose readings, as well as calibration errors. The customer then stated that he was hospitalized for low blood glucose levels in the range of 30 mg/dl. The customer stated that he went low because had given himself a bolus for food that he was about to eat, but he changed his mind, ate something else, then went to sleep. The customer knew that it was his error, and declined further troubleshooting. Nothing further was reported.